Event description:
Lcb broken, reduced to 00/40%. Operation channel buckled at 4 cm. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the light guide fiber bundle(lcb) was broken; however, it is not the main cause, and relevant to the alleged complaint.